Event description:
(B)(4). I started having migraines in my right temple, anxiety attacks, raynauds in my hands, insomnia. Over time I have experienced hot flashes, painful ovulation, yeast and urinary infections, breast pain, heartburn, brain fog, mood swings, worsening depression, heart palpitations, swelling , bloating, vision floaters, night sweats, loss of libido, gas, constipation, dizziness, blood clots while on my period, and muscle spasms.